Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown) in cardiac arrest, the device was unable to complete an analysis. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The device was put through extensive testing without duplicating the malfunction. Review of the clinical data logs did indicate there was poor pad coupling between the electrode pads and the patient's skin which is why they were unable to analyze the patient. However, this does not indicate a malfunction with the device and the poor pad contact and check pads messages are user advisories indicating poor coupling to the patient. It is important to note, the electrode pads used during the event were not returned for evaluation. Based on our investigation, evidence suggest the device acted appropriately.